Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. Our field service engineer investigated the ventilator on site. The o2 gas module was replaced and sent for further investigation. Simulated use testing of the returned o2 gas module failed the pre-use check with internal leakage test, safety valve test, flow transducer test and patient circuit test. Paw high alarms were activated and the o2 concentration was higher than set (97% instead of 60%). Our investigation has concluded that the reported problem was due to a defective temperature compensation resistor on the delta pressure sensor on a printed circuit board inside the gas module, it has major drift. The cause of the delta pressure sensor failure was not established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturers ref: #(B)(4).